Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during an inspection, it was discovered that the tip of this impactor is broken. The procedure finished with a smith and nephew backup device. No surgical delay. Patient injuries were not reported.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirmed the stated failure mode. The device was broke in several pieces but not all was returned, rendering the device inoperable. The device shows signs of extensive use. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. Internal reference number: case-2020-00032514-1.